Event description:
The pt noticed cracks at the neck connection (trach head). The device was used for 4 months. No pt injury was reported. The pt has a permanent tracheotomy and resides at home. The facility reported that this was the second occurrence of this nature; however, only the second device was available for return.

Manufacturer narrative:
The laboratory evaluation confirmed a crack on the trach head. A new thicker trach head design has since been implemented. A review of the device history records indicates all product was acceptable upon release.